Manufacturer narrative:
This event was inadvertently filed. This event is not reportable as the pump battery was depleting as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in a pump shutdown. The customer¿s blood glucose was not impacted by the event. The customer continued to use the pump for insulin therapy.